Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the images not displaying properly, the cause was due to an issue with the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated there was no image. There was no patient involvement.